Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an error 120.4630. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 120.4630. Technical support - replace the battery. Replace the power supply processor board 3. Return to factory for repair recommended doug to replace power supply board. Advised doug to replace new battery first and use manufacture approved battery. A review of the device history record showed the device had a manufacture date of 10/09/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended doug to replace power supply board. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that there was an error 120.4630. There was no patient involvement.